Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. The insulin pump was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set and the units left in reservoir matched the units left on status screen. Drive support disk was inspected and no anomaly was noted. Unit passed the delivery accuracy test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump was received with cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer reported that they had a back-up plan available and treated high blood glucose level with injection shots. Blood glucose value when admitted to hospital was around 400 mg/dl. Customer stated that her blood sugar normally ran between 100 mg/dl and 200 mg/dl to 300 mg/dl which she treated by injection shot and drinking water. Customer reported that the first bubble of insulin to exit during the prime sequence was a lot bigger than the other insulin drops that exit. The customer reported that they were wearing the insulin pump at the time of hospitalization. The insulin pump will be returned for analysis and a replacement pump will be sent.